Event description:
Add'l info rec'd from MFR 09/17/01: on september 14, 2001, amedwatch report was received from hospital concerning a mini vital port. A review of this info revealed this particular product is not manufactured by cook inc, but itis instead manufactured by cook vascular corp. The original report has been forwarded to cook vascular for their handling.

Event description:
Initial port placed in 2000 in the right basilic vein for long term use of anticoagulants and chemotherapy. Pt underwent cardiovascular interventional radiology (cvir) procedure for leakage around the venous port. A partial infusion catheter fracture 1cm central to the port was located, and the pt underwent removal of the venous port during the cvir procedure.